Event description:
Information was received that reported a pt had been hospitalized, due to hypoglycemia. The pt's parent stated that the pt's insulin infusion pump with blood glucose monitor was reading approx 45 points higher than his other monitor. It is alleged that this could have contributed to the incident. The device will be returned for evaluation, to ensure that this is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Accuracy tests were performed with control solutions, the device was found to be measuring accurately. No operational or functional failure was detected, and the product was within specification. Note: the customer did not return or identify the test strips that they had used.